Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon would not hold pressure. Reportedly, the balloon was taken out of the patient and checked and a pinhole was noted. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Blood residues were noted inside the balloon. Functional analysis cannot be performed due to the balloon lumen being occluded and could not be unblocked. Because of the condition of the returned device, the reported failure of the presence of a pinhole in the balloon could not be confirmed. Therefore, the most probable root cause cannot be established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) with dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon would not hold pressure. Reportedly, the balloon was taken out of the patient and checked and a pinhole was noted. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.